Event description:
A valiant captivia stent graft system was implanted in a patient for the emergent endovascular treatment of a pre-operatively ruptured descending thoracic aorta. The patient had an open thoracic repair for a dissection 12 years ago. It was reported that the physician and radiologist felt that the dissection of the descending thoracic aorta was caused by a wire in a catheter procedure a day or two earlier. The patient had lost a lot of blood and they were not certain where the leak was coming from. The patient was in poor health by the time of the index procedure. The physician implanted a (B)(4) at the origin of the celiac artery. The stent graft implant was a last effort to save the patient's life. The case went well, but the patient died. The review of returned films pre-implant show a likely dissection in the descending thoracic aorta, just proximal to the celiac artery. Implant angiogram shows that the stent graft was implanted in the straight portion of the distal thoracic, landing just proximal to the celiac artery. No obvious stent graft issues were observed.

Manufacturer narrative:
(B)(4). Method: (films). Results: inherent risk of procedure (death), patient's condition affected effectiveness of device (pre-existing condition; pre-op dissection), incorrect technique/procedure (treatment of a pre-existing condition; pre-op dissection). Conclusion: device failure/lack of effectiveness related to patient condition (pre-existing condition; pre-op dissection), operational context contributed to event (treatment of a pre-existing condition; pre-op dissection).